Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of stent first flange premature deployment. Block h10: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received partially deployed and the delivery system was in its original position. Visual inspection found the outer sheath buckled in the distal section. During functional inspection, the guidewire was backloaded and was able to exit at the monopolar section. The hub was moved down to the second and fourth position and the stent was deployed without problems. No other problems were noted to the stent and delivery system. The reported events of stent first flange premature deployment and device interaction with another device were not confirmed because these occurred during the procedure and is not possible to replicate in the laboratory of analysis. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The complainant reported that the axios stent was to be implanted to treat a gastric outlet obstruction. The IFU states, "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall." Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) could have resulted to the observed event of sheath buckled. This event could then have contributed to the stent being unable to deploy during the procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the pylorus to treat a gastric outlet obstruction during a stent placement procedure performed on an unknown date. During the procedure, while advancing the axios stent over the guidewire, it stripped the sheath of the guidewire. Subsequently, the technician pulled the guidewire out of the stent; however, the stent's first flange prematurely deployed. The axios stent was partially deployed when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted to treat a gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to treat a gastric outlet obstruction.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a150103 captures the reportable event of stent first flange premature deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the pylorus to treat a gastric outlet obstruction during a stent placement procedure performed on an unknown date. During the procedure, while advancing the axios stent over the guidewire, it stripped the sheath of the guidewire. Subsequently, the technician pulled the guidewire out of the stent; however, the stent's first flange prematurely deployed. The axios stent was partially deployed when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted to treat a gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to treat a gastric outlet obstruction.